Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and fracture and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2021 approximately 5 years and 5 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
Concomitants: 101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng 3736455 142-32-93 - cocr fem head 32mm -3.5 offset 12/14 4270829 160-10-13 - pf stem taper plasma h/a sz 13 4158688 180-01-48 - nv crown cup clstr hole 48mm group 1 2571001 180-65-20 - alteon 6.5mm screw, 20mm 4341974 180-65-25 - alteon 6.5mm screw, 25mm 3728233 these devices are used for treatment and not diagnosis. Pending investigation.